Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The instrument was lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication was not excessive and was considered an expected condition. The instrument was placed and driven on an inhouse system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, a white substance started coming out of the jaws of the vessel sealer extend (vse). The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator informed that the vse was used on the patient in a right colectomy procedure and that it was likely that some of the excessive lubricant fell into the patient. There was no fallen lubricant noted and no attempt to remove it. The console surgeon was confirmed.